Manufacturer narrative:
Investigation summary : during visual evaluation, an anomaly was observed on the device consistent with a crease/fold. A tear was also observed within the crease/fold on the anterior and extending to the posterior view, measuring 9 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient who underwent a revision breast augmentation with a 445cc mentor memorygel breast implant (left) and a 450cc mentor memorygel breast implant (right) experienced right-sided rupture, and left-sided anisomastia, impaired healing, and device migration postoperatively. In (B)(6) 2019, the patient didn't like they how her left breast looked and went in for an consultation. At the time, the doctor informed the patient that her left implant was fine. On (B)(6) 2020, the patient went in for another consultation since her left breast looked different this time. MRI performed on the same date indicated right-sided rupture and left-sided radial folds but without rupture. In addition, the patient stated that her left wound took longer than usual to heal and it was opened for a long period. As a result, the patient underwent bilateral removal and replacement with two allergan breast implants (520cc (right) and 580cc (left) ) on (B)(6) 2020. This report is for the right-sided prosthesis.